Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose value around 400 mg/dl, coincident with a cracked connector in the pump assembly in which the connector needle broke and remained inside the pump, leading to interrupted insulin delivery; the patient temporarily reverted to subcutaneous insulin via pen while the connector fragment was removed with pliers and a standard supply change was completed, after which pump therapy was resumed and functioned normally. Customer care provided support which included troubleshooting with photo review and user guidance to remove the broken connector and restore the infusion pathway. Investigation of this case revealed a damaged connector component and a probable loss of insulin delivery consistent with the observed hyperglycemia. No symptoms associated with high blood glucose and delay in therapy reported. Outcomes included temporary interruption of pump therapy and use of backup insulin without hospitalization. It was concluded that the event was attributable to a device component breakage of the connector that resulted in inadequate insulin delivery, with resolution after component removal and replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.